Manufacturer narrative:
Corrected information has been provided in b2 (date of death), d4 (catalog, serial, primary UDI number) and h6 (health effect - impact code).

Manufacturer narrative:
A4. Weight, a5. Ethnicity, a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft site to support the 63-year-old male patient who had been supported in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The pump was supporting when after over 2 weeks of support the patient was observed to have a retroperitoneal bleed, at the t12/l1 intercostal and lumbar arteries, that prompted the team to treat the bleed with embolization and turning off the heparin. These measures were taken to achieve hemostasis. The pump remains on for support despite the harm. Bleeding is a known risk associated with impella support as described in the instructions for use. The connection and definitive relationship of the axillary placed 5.5 and the retroperitoneal bleed was not shared. The bleed is conservatively being reported despite no allegation.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. Explant date was provided d6b was updated.

Manufacturer narrative:
B1/b2, b5 and h1 updated. The investigation is still ongoing.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted via a right surgical axillary/subclavian artery approach in a 63-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. Impella 5.5 support was initiated on (B)(6) 2026. On (B)(6) 2026, systemic heparin anticoagulation was discontinued due to bleeding. Subsequent evaluation identified a retroperitoneal hemorrhage involving the t12 intercostal artery and the l1 lumbar artery. The bleeding sources were treated by interventional radiology with embolization using metallic coils. Later, a decision was made to withdraw care, and the patient expired on (B)(6) 2026 while on impella 5.5 support. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock, critical illness, and major bleeding complications.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.